Event description:
It was reported, that the patient presented for a device check, one day post implant procedure. Upon interrogation, it was noted, that the atrial leadless pacemaker failed to capture and sense. Dislodgement to the pulmonary artery was noted, via x-ray. The device was explanted and replaced. The patient was stable.